Event description:
A company representative contacted baxter united kingdom regarding a high drain 108 alarm that appeared on the home choice (hc) display, while the home patient (hp) was connected, resulting in an iipv incident. The hp drained out 18804ml for a therapy 12000ml. The hp had no idea where the fluid came from, as the hp does dialysis every other day and did not do any manual exchanges. He had done a bypass before the high drain volume but it does not explain the 6l as he has a fill volume of 1200ml. The patient did not feel anything. A written request for clearer information has been sent to the unit. Additional information received from repair centre engineer: patient drained 18 litres for a therapy of 12 l and the two previous therapies readings were normal.

Manufacturer narrative:
(B)(4). This complaint for a reported issue of increased intra-peritoneal volume (iipv) was confirmed during the event history log review, and the root cause was determined to be unexpected high ultrafiltration. During the event history log review, a high drain volume error 108 was discovered. The device was evaluated and a visual inspection did not show any issues. A simulated therapy was performed and the reported issue was not reproduced. The device met product specification. A service history review was performed and no issues were noted in relation to the reported condition. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. The device has been reported to be available for evaluation and has been requested. However, the device has not been received for evaluation as of yet. A device history was conducted and no issues were found related to the iipv in the logs during the manufacture of the lot or serial number. A follow-up report will be filed if additional information is received.